Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii.

Event description:
Healthcare professional reported for left side "thick, hard capsule, capsular contracture grade iii", "pain", "asymmetry", "on palpation, increase of consistency and pain to touch, with an increased intensity of movement¿, "increased sensitivity in the skin of breast", "presence of folds predominantly in the lower quadrant", "fibrous mastopathy", treatment with analgesic and anti-inflammatory, decreased physical activity without achieving improvement. The device remains implanted.